Event description:
It was reported that 18 days after the device was implanted, the pt presented to the doctor with the complaint of back pain and chest pain. The pt had been moving furniture and lifting heavy items; it was sometime after that the pt experienced the pain. According to the information reported by the complainant, a CT scan was performed revealing that the filter had migrated up to the right renal vein and the apex of the filter was in the right renal vein. It was noted that the measurement of the vena cava was not know and the filter was removed the following day via the jugular and was replaced with a competitor's filter.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. One g2 filter and delivery system was returned for evaluation. Upon inspection of the returned sample, it appeared that one of the filter arms was bent inward, otherwise the filter was clean and intact. It is unk when or how this arm was bent. It is also unk if this occurred when the filter was retrieved from the pt. Heat was applied to the filter and the filter took shape. All arms, legs and hooks were intact. The filter was measured and all measurements taken were within specifications except one of the arm spans due to the arm having been bent inward. The result of the investigation was inconclusive for migration, root cause unk. The current information for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.